Event description:
Customer reported 2 nurses received needle puncturers while dosing samples. Customer stated will check policy and how to avoid the needle puncture accidents. Reported to correct facility department for report & treatment. See MFR report & 1823260-2005-00659.